Manufacturer narrative:
(B)(4). Type of reportable event changed from malfunction to serious injury. Analysis was performed on the returned device. The reported foot retraction was confirmed based on the returned device condition. The reported difficulty appears to be related to use technique as the lever was deployed out of sequence. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates a new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 8f sheath after an unspecified procedure. Reportedly, the proglide lever was hard to close to park the foot and extra force was needed. The foot was able to be closed and the proglide device was able to removed from the patient anatomy without issue. Hemostasis was successfully achieved with the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.